Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that the implantable cardioverter defibrillator (ICD) was explanted due to the charge time that was outside of the charge time limits and concern over premature battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A review of the device memory confirmed a fault, recorded on march 2, 2017, due to the charge time limit having been exceeded. The memory was corrected. A capacitor reform was initiated. The charge time was 11.6 seconds, which is longer than expected. The device was submitted for electrical testing. During testing, the device did not deliver the expected amount of energy. The device case was removed in order to facilitate inspection of the internal components. Visual inspection noted swelling of the high voltage capacitor. This capacitor was removed and detailed analysis identified arcing damage within it. Due to the damage, the root cause for the arcing could not be determined. This damage resulted in the observed long charge times and inadequate energy output.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that upon interrogation the implantable cardioverter defibrillator (ICD) displayed a code which indicated the device exhibited a charge time that was outside of the charge time limit for this device. It was noted that the charge time out occurred approximately one month earlier and the second charge time two hours later was within normal limits. It was noted that the patient has not been in the hospital or exposed to a MRI. During the current interrogation two manual capacitor reforms were done, both with good charge times of 13.3 seconds and 10.2 seconds. Boston scientific technical services (ts) was consulted and recommended replacing the device as the extended charge time was not due to MRI exposure. At this time the ICD remains in service and no adverse patient effects have been reported.